Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) in an acute myocardial infarction patient, the doctor tried to flush the central lumen with saline while preparing to insert the iab, but the syringe did not flush. There was resistance and as the doctor pushed the syringe, a small around of saline was coming out of the central lumen tip. The tip pressure was unable to be obtained. The iab was replaced to start intra-aortic balloon therapy. There was no reported injury to the patient.